Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
The customer reported that, during patient use, the 840 ventilator's display went blue than back to normal. The patient was transferred to a second ventilator.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.